Event description:
Immediate post procedure was normal, pt then lost vision in the left eye. Some vision did return to moderate then began progression of blindness 2-3 days post operation. Steroids were administered, despite this there was continued progress and pt lost most vision in left eye; permanent. Discharged diagnosis on 07/24/2005 was left opthalmoplegia with left aneurysmal coiling.

Manufacturer narrative:
H6: no devices are available for evaluation because they were implanted in the pt. The MFR has not been able to obtain any add'l info. The cause of the reported event cannot be determined at this time.